Event description:
Procedure: lap sigmoid. According to the reporter: the surgeon had difficulty squeezing the handle to fire. When he looked at the anastomotic section, he could see that there was a small hole. After the surgeon redid, the anastomosis with another stapler, the patient did well and recovered well. There was unanticipated tissue loss. There was an extension of surgical time by more than 30 minutes. There was no unanticipated blood loss of 500cc or more.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 05/04/2015.

Manufacturer narrative:
(B)(4).